Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced vein stenosis and their arm turned blue. The device status of the pacing lead is unknown at this time. No further patient complications have been reported as a result of this event.